Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to pre-dilate a moderately calcified lesion in the mid left anterior descending coronary artery, a 3.0x30mm trek rx balloon dilatation catheter (bdc) was advanced via radial access and to the lesion without difficulty. During inflation, the balloon ruptured radially at an unknown pressure. While retracting the ruptured bdc into the guiding catheter (gc), the bdc became stuck in the gc. When removing the bdc, gc, and sheath as a single unit, the distal end of the balloon completely separated and was left inside of the artery. The access site skin incision was widened and the separated balloon piece was removed, with no balloon material left in the patient. Pre-dilatation was successfully completed using another nc trek balloon. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection and scanning electron microscopy analysis were performed on the returned device. The reported separation and balloon rupture were confirmed. The reported difficulty to remove from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and additional treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.